Event description:
This lead was implanted on (B)(6) 2000 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that this ra lead was damaged when patient had valve surgery. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)